Event description:
It was reported to philips that the ECG trunk cable is loosing connection. There was no patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG trunk cable is loosing connection. There was no patient impact.